Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, m7242t306, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 16-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that the flex connector came away when the patient coughed. The nurse found it and replaced the suction catheter for a new one immediately. There was no impact to the patient.

Manufacturer narrative:
Corrected data: lot number, expiration date, device manufacturer date. Halyard health received one (1) used sample that was not returned with the original packaging. The returned double swivel elbow (dse) and flex connector (mating component) were examined. There were no visible damages to the manifold, male insert, or flex connector components. The small end of the flex connector (15mm) was attached to the male insert of the dse. No resistance was felt; the flex connector stopped when it made contact with the top of the dse flange. A certified ruler was placed next to the mated components. There was no distance/gap between the leading edge of the flex connector and the top of the dse flange. The flex connector was rotated, the dse male insert did rotate with the flex connector however, as the rotation on going the flex connector component became disconnected from the male insert. Lose connection was observed. The root cause was attributed to a manufacturing deficiency. All information reasonably known as of 09-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).